Event description:
Surgery is planned remove excess cement particles and scar tissue from the joint. Poly inserts may be exchanged during the procedure.

Manufacturer narrative:
Surgery is planned remove excess cement particles and scar tissue from the joint. Poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification.